Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station thing2 drawer 4,2 and 4.1 were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer (fse) reported that the half-height enhanced drawer located at position 4.2, row d, was not detected on the communication bus. The fse ejected all cubie pockets, inspected the drawer assembly, cleaned the trays, and removed any debris. The fse then reseated all connections including sensor harnesses, tray interfaces, and controller card connectors, reinstalled the cubie pockets, and reinserted the drawer. The fse performed hardware diagnostics and application-level testing and confirmed that the drawer was successfully detected and fully operational. The system functioned as intended after the field service engineer repaired the device.